Manufacturer narrative:
The pump was returned to the manufacturer and investigated by product analysis on (B)(6) 2015 with the follow results: the black box data and download history was not able to be downloaded for review. Visual examination confirmed the alleged moisture behind the display lens. The battery compartment and returned battery cap was intact without damage and the cap secured properly to the pump. There was damage to the pump case observed near the upper right corner between the display lens and the cover. On attempt to power up the pump, the display screen remained blank and there was no auditory or vibratory functionality. A leak test was performed and revealed leakage at the damage site. The pump was opened for investigation and revealed moisture inside the pump. Investigation was not able to be completed due to internal moisture damage to the pump.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging hyperglycemia while on insulin pump therapy with blood glucose measuring 487 mg/dl with extreme drowsiness. This reported event does not meet animas' criteria of a reportable adverse event and is not being reported. The reporter alleged the pump had a power (no power) issue with moisture behind the display screen. This complaint is being reported because the alleged pump malfunction remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas and investigated by product analysis on (B)(6) 2015 with the following findings: review of the download history and black box data was not possible because the information was not able to be downloaded. Examination confirmed the alleged moisture behind the display lens. The battery cap and battery compartment were intact without damage. The returned battery cap fit securely on the pump for investigation. There was visible damage observed near the upper right corner of the pump case between the display lens and the pump cover. On investigation, the pump has no auditory or vibratory function and the display screen remained blank. A leak test was performed, confirming moisture ingress at the site of the case damage. The pump cover was removed for further investigation and revealed moisture inside the pump. Product analysis was unable to complete required investigation due to the internal moisture damage inside the pump. Investigation confirmed moisture ingress as alleged and no power to the pump as a result.